Event description:
It was reported that a blank screen, unknown error code.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found tamper seal missing. The customer's reported problem was duplicated following functional testing. Corrective action was replacement of the main board and the liquid crystal display (lcd). Root cause for reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed, corrected data: corrections: d4: catalog number: 21-2120-0104-01; d1: brand name: cadd solis vip pumps b5: there has been no report of patient involvement.